Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest products that are cleared in the us. The pro code and 510 k number for the conquest products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta device was returned for evaluation. Crimp markings were noted to the distal end of the balloon protector. The device tip was noted to be detached and not within the balloon protector or returned. The balloon guard was removed with heavy resistance and the use of forceps. The device tip was then confirmed to be detached from the device. It is unknown when the device tip detached from the device. Therefore, the investigation is confirmed for the reported difficulty removing the balloon guard, as heavy resistance was felt removing the guard from the device. The investigation is also confirmed for the identified tip detachment, as the device tip was noted to be detached and not returned with the device. The definitive root cause for the balloon guard removal issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an angioplasty procedure, the pta balloon protector was allegedly unable to be removed. The procedure was completed using another device. There was no patient contact.